Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: stent graft: migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment for chronic type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag) and non-gore stent graft. The ctag was placed just below the left subclavian artery. The patient tolerated the procedure. After extubation, the patient went to the intensive care unit (ICU) and experienced respiratory arrest. Cardiopulmonary resuscitation (CPR) was performed. On the same day, a computed tomography scan was performed and migration of the ctag was confirmed. On (B)(6) 2024, this patient underwent reintervention. After creating 1-debranch bypass, an additional stent graft was placed proximal to the ctag. The physician stated the following. The only possible explanation is that migration occurred during cardiac massage during CPR. It is not known why CPR was required, but the patient's preoperative condition was not good.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.